Event description:
The customer reported that the lock that allows the c-arm in and out is not working.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.